Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when powered on the external pulse generator started normally however after a few seconds the battery indicator showed a flash of red light-emitting diodes as if the battery had been removed. The generator was not returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm or reproduce the stated reason for return. The liquid crystal display (lcd) wires and battery cable were inspected and were noted to be routed correctly and that the wire's insulation had not been compromised. A battery check was performed and the power supply was deemed "ok" and a performance endurance check was done with alkaline test batteries for several days and that was also verified as ok, with no flashing lights observed during the test. A new main board was calibrated and installed as a preventive measure and final testing was performed on the test console and the device passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.